Manufacturer narrative:
The customer reported that the cns (central monitoring system) keeps power cycling on its own. A loaner cns was sent to the customer but they reported that the same issue was still occuring. The customer changed out the ups (uninterruptible power supply) and reported that the problem was related to a bad ups battery. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) keeps power cycling on its own.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) keeps power cycling on its own. A loaner cns was sent to the customer but they reported that the same issue was still occuring. The customer changed out the ups (uninterruptible power supply) and reported that the problem was related to a bad ups battery. The device was never sent in for evaluation. The customer resolved the issue themselves. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.